Manufacturer narrative:
Culprit vessel of mi was 1st diagonal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure one resolute onyx rx coronary des was used to treat a lesion in the 1st diagonal. A side branch to this diagonal was occluded during the procedure. Target vessel mi was reported to have occured in the lad. The branch was stented successfully. The site assessed the event as not related to the device or the antiplatelet medication. The patient recovered.